Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the user reported that the station had a burning smell and the station was powered off to prevent any further issues. A field service engineer performed inspection on auxiliary 2.1 and 2.2 smart half height drawers and observed that all pockets failed and were not detected on the bus, identified physical damage to the slide rail bearing cages which caused the cages to cut the communication cables resulting in drawer failure. Also found the solenoid to be damaged. Replaced the complete drawer assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had burning smell, which located on ms2eb. The customer powered off the station to prevent further issues. There were no delay, no adverse events or injuries reported based on this event.